Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation: a device-related cause for the reported event could not be determined based on the evaluation of the returned pump. The examination of the pump upon disassembly revealed non-laminated depositions of denatured blood throughout the pump. The texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) before being returned for evaluation; however, there were no apparent thrombus formations or developed depositions identified. Therefore, although a root cause for the reported event could not conclusively be determined, it is unlikely that the observed depositions were present while the pump was supporting the patient. Upon removal of the observed depositions, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the event was not device related and the pump functioned as intended.

Event description:
The patient was implanted with a left ventricular assist device. An unspecified time prior to this event, the patient had been seen in the clinic routinely by the vad team for chronic infection. He had several episodes of bacteremia requiring a replacement of his hickman catheter twice. His subsequent blood cultures were positive for enterococcus. He had been on routine antibiotics for several months. On (B)(6) 2014, the implanting center perfusionist reported the patient presented as a transfer from an outside hospital after he was found to be hemiparetic with multiple intracranial hemorrhages. CT scan revealed left parietal and right temporal intraparenchymal hemorrhages (iph) and add'l subarachnoid hemorrhage (sah). Reportedly the patient initially presented with only right sided weakness and headache and was to be transported by ground, however, en route he became obtunded. Transport stopped at another hospital where the patient was intubated, central lines were placed, and mannitol was administered. A repeat CT showed worsening intracranial hemorrhage and neurosurgery was unable to intervene due to the lvad; reversal of anticoagulation was started. Upon arrival at the implanting center, the patient was immediately taken to CT where subfalcine herniation was observed. Given the poor neurologic exam likely representing a catastrophic intracerebral hemorrhage, the family elected to withdraw care.